Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the priming of the system, the cassette leaked water from the front side where the red connector did not insert into the cassette. There was harm to the patient and no known harm to the staff performing the priming. The product sample was kept. No additional information is expected.